Event description:
C-arm was used in a left humerus orif (open reduction internal fixation) procedure. When x-ray tech tried to download images to pacs, c-arm images were lost and out of sort. Other images from other cases were on this patient's exam. C-arm taken out of use and set aside for repair.